Event description:
Encountered difficulty advancing guide wire through percutaneous access needle. Unable to pull wire back. Unsuccessfully attempted to insert sheath so as not to lose arterial access and to exchange wire. By this time had managed to extract wire partially and it became apparent that the wire core was separated from the teflon coating. Unable to pass a needle over the area so removed the guide wire and started over.